Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during inflation of a pta balloon catheter to 25 atm, material deformation and a contrast leak on the proximal side of the balloon were allegedly observed. There was no reported patient injury.

Event description:
It was reported that during inflation of a pta balloon catheter to 25 atm, material deformation and a contrast leak on the proximal side of the balloon were allegedly observed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the conquest pta dilatation catheter products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation catheter products are identified in common device name and g5. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found frayed material on the distal cone of the balloon and peeled pebax throughout the length of the device. The device was inflated, and a pinhole rupture was identified on the distal cone. Additionally, the balloon took on an asymmetrical shape during inflation. Therefore, the investigation is confirmed for frayed fibers and peeled pebax, as well as for a pinhole rupture and for the reported material deformation of the balloon during inflation. The definitive root cause for the reported or identified issues could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.